Event description:
Biopsy instrument functionality was difficult. Cocking and firing needle was very difficult. Opened second device and it did the same thing. Procedure was eventually completed and sufficient samples were able to be obtained.